Event description:
It was also reported that both the right ventricular and left ventricular leads had high pacing thresholds requiring the device to be programmed to high outputs. The rv and lv leads remain implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.